Event description:
The physician was attempting to place a stent in the sft. The stent delivery catheter was passed through the introducer sheath and over the guide wire. When the physician tried to deploy the stent, he felt some resistance. Under fluoroscopy, the stent appeared to delivery normally, however after 2-3 cms, the thumb slide would no longer advance but the stent was pushing out of the distal end of the delivery catheter. He tried to release the stent from the delivery catheter and the stent would not release. He removed the delivery catheter along with the partially deployed stent back through the introducer sheath. He then deployed a second supera stent with no resistance. When viewing the final angiogram, it was noted that the catheter tip from the first delivery system was sitting in the peritoneal. A snare was used to retrieve the tip into the sheath.

Manufacturer narrative:
Preliminary analysis of returned device: sem images showed a ratchet (component that enables the deployment of the stent) fracture. The sem analysis confirms that the ratchet failed due to shear overload at the front edge of the ratchet. A crack in the center plain of the formed end was observed with one side bent to the center of the ratchet and overlapped on the tip lumen. On the other side of the ratchet a fragment of the ratchet was missing. Ratchet wall thickness was measured using pint micrometers with readings of .00275, .00250 and .00245" which is within specifications. The device history records for the ratchet were reviewed and no anomalies were noted that would have led to the ratchet malfunction. The tip lumen was viewed under microscope. There was slight necking of the lumen at the proximal end. There were no tears in the lumen and no overmold residue at the distal end. For further analysis, 4 finished catheters were used for pull testing. They successfully passed the pull test. It is likely that the tip's edge caught on the introducer and dislodged during withdrawal of the catheter system. The catheter system was exercised per the IFU with no issue. A kink in the catheter was noted but not related to the event. The thumb slide and stent ratcheting mechanism worked with no resistance. The catheter shaft was removed and a kink was observed in the same location as noted on the outer sheath. The product analysis and complaint investigation will be completed when add'l data is received; angiograms have been requested. A MDR supplement will be provided if the angiograms show relevant info regarding the cause of the event.